Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that his insulin pump will not rewind all the way; the screen will say rewind complete but the pump will not be full rewound. The customer's blood glucose at the time of incident is unknown. He also has to replace the battery to his pump every day or half-day. Other times he will notice the pump vibrating and see that the pump was turning off on its own. During blank display troubleshooting the customer confirmed that there was no damage or corrosion to the battery compartment. He mentioned a small scratch on the lcd screen. The spring on the battery cap looked strange to him as well. When he replaced the battery with a new aaa alkaline battery the display returned. He then declined troubleshooting for the low battery issue and failed battery test. The insulin pump was returned for analysis due to the rewind issue, and a replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump power up properly after battery installation and no blank display noted. The insulin pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test alarms during our testing. The insulin pump passed rewind, basic occlusion and displacement tests. No rewind anomaly noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked reservoir tube lip and scratched reservoir tube window corners.